Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery. A 3.50 x 20mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal side of the stent was lifted. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to the 3 most distal stent strut rows. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery. A 3.50 x 20mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal side of the stent was lifted. No patient complications nor injuries were reported.